Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided info states the product is not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received, the investigation will be reopened.

Event description:
Pt revised to address tightness and pain, surgeon went to smaller head.